Event description:
(B)(6) rn reported pt's new curlin pump is defective and alarms, lithium battery needed. Pt had to return old pump which they still have so they will infuse with that one today. Pump serial number provided: (B)(6), expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gamunex-c 10% sdv - 55gm. Gamunex-c indication: common variable immunodeficiency, unspecified. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.